Event description:
Endoleak (type ia from the proximal side): tevar (zone 3) was performed for dissection. As the entry was on the lesser curvature side, the distance to the entry was 17 mm, which was not indicated for use. The procedure was performed according to the judgment of the supervising physician. The procedure proceeded as planned, and the final angiography revealed a type ia endoleak. The endoleak was embolized with coils. As the amount of endoleak became small, the procedure was completed on the decision that the endoleak would disappear. A contrast CT scan will be usually taken on friday, november 24 before discharge, but since this is a case of dissection in a young patient, the hospital stay may be extended a little longer. After the contrast CT scan is taken, the results will be confirmed. Operation type: (B)(6). No blood loss no image available pre-case plan will be available additional information will be able to be obtained (B)(4). Patient outcome: "health damage to the patient is unknown."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.